Manufacturer narrative:
Updated fields; b4, b6, b7, d10, g3, g6, g7, h2, h6 (type of investigation), h10, h11 corrected fields: d9, g1, h3, h4, h6 (type of investigation, investigation findings). At this time, the customer has not requested for getinge to evaluate the iabp for the reported event. The customer's biomed evaluated the unit and had to perform an internal and external calibration of the helium tank. No parts were replaced. The iabp was then cleared for clinical service. H3 other text : not returned to manufacturer.

Event description:
N/a.

Manufacturer narrative:
The customer's biomed evaluated the unit and had to perform an internal and external calibration of the helium tank. No parts were replaced. The iabp was then cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) began displaying "helium transducer not calibrated" and the helium icon was not present on the screen. The unit was swapped out to continue therapy. No patient harm, serious injury or adverse event was reported.